Event description:
The manufacturer received information alleging that the ds2adv auto CPAP w/humid+ht device does not operate properly. The device was not in use on a patient at the time of the occurrence. The ds2adv auto CPAP w/humid+ht device was returned to the third-party service center for evaluation. The evaluation does not mention if the customer's complaint was confirmed. During the evaluation, the field service engineer observed that the pca was damaged, with visible traces of the component having been burned. The pca needs to be changed due to the error code e-93. Additionally, during the evaluation, the engineer observed several additional failures. Multiple components were found to be contaminated, including the blower box, blower, blower outlet seal, iso port, inlet/outlet seal, and the bottom enclosure. Corrosion was noted on the auto CPAP modem and the heater plate. The center enclosure and the ui bezel plus were damaged. Additionally, the reusable pollen filter required service, and the warning label needed to be replaced due to the replacement of the bottom enclosure. The manufacturer' product investigation lab received the device for additional testing. If any additional information is obtained, a follow-up report will be filed, and a final report will be submitted upon completion of the investigation.

Manufacturer narrative:
The product brand name, device availability for evaluation, methos code, results code, component code, conclusion code and remedial action init were updated. A dreamstation 2 auto CPAP device was returned to a third-party service center. During evaluation of the device, the service technician observed a burnt pca. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was repair by the service center after the evaluation was completed.